Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the equipment does not recognized the lithium-ion battery when starting the equipment. The battery status is not being displayed. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the battery. The customer was advised to replace the battery to return the device to working condition. However, the quote expired without acceptance. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device battery is not recognized. There was no patient involvement.